Event description:
Medtronic received info that this pt experienced heart failure due to severe insufficiency of this bioprosthetic aortic valve. It was also reported that the valve exhibited non-structural dysfunction relating to paravalvular leak and structural dysfunction relating to the sewing ring. The decision was made to explant and replace the valve, which was performed without reported complication. Endocarditis was reportedly observed during the reoperation.

Manufacturer narrative:
Analysis: received in a clear solution, 0.2% glutaraldehyde, in an explant kit. Upon receipt, the sewing ring of the valve was everted. The valve appears slightly distorted on the inflow; oval, possibly due to the everted sewing ring. All inferior coaptive areas appear inverted, likely due to the everted sewing ring. All leaflets are slightly stiff but flexible. Remnants of pannus remain attached to the outflow of the left and right cusps adjacent to the left right commissure. An unk amount of pannus appears to have been removed, on the inflow and outflow aspect of the valve, during explant. Granules to remnants of off white vegetative appearing host material are noted on the inflow of all leaflets extending to the inferior coaptive areas. Radiography shows no evidence of mineralization on the valve and host tissue. The device history record of the device could not be reviewed, as the serial number of the device was not provided with the returned product. Conclusion: reduced performance of the device related to the everted sewing ring, which is attributed to implant technique and not a malfunction of the device. The IFU instructs the user to take care not to evert (roll outward) the inflow end of the bioprosthesis when suturing the valve to the pt's annulus, as eversion could damage the valve tissue. The device was replaced with no reported adverse pt effects.